Event description:
The surgeon was using ethicon tlc 75 mm stapler with a reload cartridge during a roux-en-y gastric bypass procedure. When the surgeon attempted to fire the stapler, only a few of the staples fired. The surgeon had to reload and re-staple the incision.